Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy problem. It was noted that the actual residual volume (arv) was greater than expected residual volume (erv), arv: 9 ml and erv: 2.5-3 ml. It was reported that over the course of the prior 6 months, the healthcare provider (hcp) had noticed a ¿progressive increase¿ in the arv when doing refills. It was noted that the last refill was the most erv: 2.5 ml-3 ml and arv: 9 ml. It was reported that the patient was not having any therapeutic issues. It was noted that the hcp planned on doing a roller study and cap aspirate at the time of report. It was reported that the pump was used to infuse gablofen. It was reported at a pump implant/revision procedure, the pump was removed and while on the back table they aspirated the pump. It was noted that that the expected residual volume (erv) was 4.4 ml and the actual residual volume (arv) was 6 ml. It was reported that there was a catheter revision. Additional information received reported that the pump remains in place. It was noted that the catheter was explanted (B)(6) 2014. It was noted that the patient had baclofen volume discrepancy with persistent dose escalation. It was reported that the reason for the catheter revision was a failure to aspirate; the location of the catheter issue was unknown. It was noted that the catheter issue was identified by interrogation under fluoroscopy. It was reported that during the revision a replacement occurred. It was noted that no catheter or catheter segments were left in the patient not in use. It was reported that no catheter segments were left in the intrathecal space. It was noted that the catheter was unable to be withdrawn from under exploration. It was reported that the patient recovered without permanent impairment. It was reported that the pump was interrogated under fluoroscopy. It was noted that the healthcare provider was unable to aspirate fluid from the catheter. It was reported that the patient went under baclofen catheter exchange (B)(6) 2014.